Manufacturer narrative:
The pod will not be returned for eval. We are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. No conclusion can be drawn. Insulet product support confirmed that the customer's basal settings were incorrect. Instead of a setting of 2.05, the customer had set her basal rate to 0.05. This would have resulted in insufficient insulin delivery each time a basal rate was administered. Insufficient insulin delivery can result in hyperglycemia. Though, it cannot be confirmed, the cause of her high bg levels may have been caused by incorrect basal settings ("user error") as opposed to a failure of the omnipod system. A review of lot qualification records could not be performed as no lot number was provided.

Event description:
The customer has been experiencing high bg levels for the past three weeks after receiving her replacement pdm (no specific bg readings were provided, but levels are assumed to be greater than 250mg/dl). As a result of the high bg levels, she ended up in the hospital. Insulet product support went through her settings with her - it was discovered that "her basal program was incorrect." She had set her basal program to 0.05, but her setting was supposed to be 2.05. She was reminded that she must contact her hcp or diabetes educator to confirm what her correct settings are. No specific pod issue was cited. Neither the treatment she received in the hospital nor her length of stay were provided. The pod will not be returned for eval.